Manufacturer narrative:
Restorations done by splinting the implant with natural teeth include a higher risk for complications. Especially in cases where the natural tooth is not in a good shape. The implant was splinted with a natural tooth in a bone with reduced height in the masticatory center, where the load is the highest. Implants which are splinted with natural teeth often carry the whole load of the fixed denture since the natural teeth have a physiological resilience. This may have caused an overload. Therefore, as a situation resulted which meets the definition of a serious injury, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information, a patient received a xive s implant in region 17 on (B)(6) 2007. On (B)(6) 2008 a bridge was incorporated replacing the teeth 16 and 15 supported by the implant and the natural tooth 14. Peri-implantitis was diagnosed around the implant 17 with hypermobility, therefore the whole bridge with the tooth and the implant had to be removed on (B)(6) 2019.